Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 26 mm aortic mechanical valve, it was explanted and replaced with a 24 mm valve of the same model. The reason for the replacement was reported as due to the patient's small sinus, the valve could not be successfully implanted. It was further reported that during the removal of the 26 mm mechanical valve, damage to the right sinus was discovered. Pericardial mesh was used for continuous suturing for repair of the right coronary sinus and to reconstruct the valve annulus. It was further reported that leaflet motion was tested with the blue actuator during the implant procedure, and there was not impingement of the leaflets. The patients native valve was also excised. It was also noted that the physician believed this to be acase of patient prothesis mismatch. When attempting to then implant the 24 mm mechanical valve, it was found to be unimplantable, as a smaller 23 mm mechanical valve of a different manufacturer was ultimately chosen for the implant. The 24 mm mechanical valve was rotated within the annulus in attempt to obtain appropriate leaflet motion, and the blue actuator was used during the implant procedure. It was further reported that the physician believes this to also be a case of patient prothesis mismatch, as the annulus became smaller due to the continuous suture repair of the right coronary sinus and the reconstruction of the valve annulus. No additional adverse patient effects were reported.